Event description:
It was reported that(1) mcs20 was used during a thyroid lobectomy procedure. It was reported by the rep that the small multi clip applier(mcs20) was used by the surgeon during a thyroid lobectomy. During this procedure the clip applier did not form a clip. The surgeon switched clip appliers to completed the case. There was no consequence to pt.